Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2004: the patient was pre-operatively diagnosed with spondylosis, c4-c5, c5-c6, c6-c7 and underwent the following procedures: corpectomy, c4-c5. Discectomy c4-c5, c5-c6, c6-c7. Arthrodesis, c4-c7 with cage and bone morphogenic protein and anterior instrumentation c4-c7. As per op-notes, ¿it was trimmed to the appropriate length. With traction on the neck, the cage was filled with bone morphogenic protein sponges with fluoroscopic control. It was positioned in the area of decompression. A 58 mm cervical plate was then selected and positioned and secured in the body of c7 with two 13 mm vari-angle screws and into the body of c4 with two 13 mm vari-angle screws.¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.